Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated for the peritonitis with gentamycin intraperitoneally (dose and frequency not reported) for eleven days. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. Action taken with dianeal therapies was not reported. No additional information is available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The patient was hospitalized on the same day as the onset for the event and after being hospitalized for two days, the patient was discharged. On an unreported date, the patient was retrained on proper aseptic technique. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain. On the same day as the onset of peritonitis, the patient began treatment with gentamycin, intravenous (IV, dose and frequency not reported) for peritonitis. Upon discharge, IV gentamycin was withdrawn and the patient began treatment with gentamycin (ip, dose and frequency not reported) for peritonitis. On an unknown date, gentamycin was again withdrawn. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).